Event description:
The customer reported that while the gantry was rotating to 270 degrees, the gantry center throat cover detached and fell onto the patient. There was no injury to the patient. No other patient data was provided in the report.

Manufacturer narrative:
Varian's investigation revealed that during treatment, the center throat cover (fiberglass cover) is at it's longest's when the gantry angle is at either 90 degrees or 270 degrees, shadowing over the patient. A loose or incorrectly applied fastener would enable the latching mechanism to fail, allowing the throat cover to fall onto the patient. The fiberglass cover weights approximately 17 lbs., the center of the cover is at iso-center (close to the level of the patient) and the part of the cover that could hit the patient is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the patient's head. Varian has previously provided a customer technical bulletin to elaborate on how to latch the center throat cover properly. In addition, a design improvement to the latching mechanism was cut-in to manufacturing in august 2006. The fiberglass cover was replaced and reinstalled at this site. Further actions will be addressed in varian's CAPA process. No additional follow-up to this MDR is anticipated. (B)(4).